Event description:
It was reported that the pump screen became unresponsive and froze, preventing customer interaction with the touchscreen. There was no adverse impact to the customer's blood glucose level. The customer followed the complete pump reset instructions provided by technical support and successfully resolved the issue, regaining the ability to interact with the pump screen.